Event description:
It was reported that during a pca treatment procedure, a vessel dissection occurred. The physician noticed that the tip of the 6f mach 1 fr3.5 guide catheter was oval-shaped, but elected to use it. As a result, it cut into the proximal rca, and a dissection occurred. The lesion being treated was located in the ostial, mid right coronary artery (rca). The mach 1 guide catheter was removed and replaced with another mach 1 guide catheter to sucessfully complete the procedure. No other pt injuries or complications were reported. Pt status is reported as `good'.

Event description:
It was further reported that the dr used a 6f radiofocus long sheath for vascular access. The reported dissection occurred in the proximal right coronary artery (rca), but the length of the effected area is unk. No pt symptoms were known to have occurred. The dissection was treated with a duraflex stent, but the size is unk. No further intervention was required and the procedure was considered successful. Current pt status is reported as 'good'.